Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3487a-45, lot# v590529, implanted: (B)(6) 2011, product type: lead. Product ID: 3487a-45, lot# v691378, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the patient saw a ¿call your doctor¿ icon and power on reset (por) condition on the recharger. The patient saw the message 2 weeks ago. No patient symptoms were reported. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.